Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A cuff miss can occur due to a number of factors including, but not limited to needle deflection during plunger deployment because of interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. This could have been a contributing factor to this event, but it cannot be confirmed. To ensure this type of experience is not a result of a potential product related deficiency, in process testing of devices are performed to assure there is no needle deflection, which may cause the event reported in this case. A sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product history record did not reveal any related non-conforming material record associated with this lot. Based on the information received with this event and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a common femoral artery after a superficial femoral artery interventional procedure. Reportedly a cuff miss occurred and a non-abbott device was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.